Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "no complaint against the device". Later patient´s legal representative reported "severe capsular contracture (baker grade IV)", "extremely thin implant coverage; with visible irregularities and palpable irregularities along the entire contour of the implant", ¿breast cancer¿, ¿abscess¿, ¿drainage of serous content¿, ¿intense capsular contracture (baker grade IV)¿, ¿silicone-induced granuloma¿, ¿capsulitis¿, ¿capsule hardening¿, ¿intense and persistent pain¿, ¿intense muscle pain¿, ¿breast discomfort¿, ¿various inflammations¿, ¿joint pain¿, ¿decreased vitality¿, ¿presence of fluid around the implant¿, ¿severe inflammatory response of the body¿, ¿formation of granuloma and extreme thinning of the implant covering, making it visible and palpable¿, ¿prostheses no longer has the expected uniform appearance¿, "loss of signal homogeneity inside the implants, indicating silicone degradation" ¿intense daily pain that has affected [patient] basic daily routine, how will the patient bear hospital and treatment expenses¿, ¿nodules¿, ¿threat of developing cancer, compensable moral damage, situation that goes far beyond mere annoyance of everyday life¿, ¿constant concern about the possibility of developing a serious illness, pain, suffering, trauma, and anxiety for a cure that did not come caused her great harm, to the point of suffering psychological shocks with serious consequences¿, ¿breast cysts¿, ¿baker IV capsular contracture¿, "seroma-late", "calcifications", ¿terror of death, development of cancer (anaplastic lymphoma) and other diseases¿, ¿breast asymmetry¿ and ¿depressive condition¿. Patient required medication, rdt + qt + anastrozole for 5 years. This record is for the right side. Device remains implanted.